Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No device malfunction was suspected.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No device malfunction was suspected. Additional information was received that the ipg was replaced for upgrade purposes. The patient was doing well postoperatively and the explanted device was not returned as it was discarded.